Event description:
It was reported that the console yellow and blue pedals locked after being pressing. The pedal was very oxidize due to aging. A temporary repair was made to complete the procedure with this console with no clinical consequences to the patient. A new pedal was subsequently installed.

Manufacturer narrative:
The console footswitch was not returned for analysis; however, this console was serviced at the customers facility by a field service engineer (fse). The fse replaced the console footswitch which led to aborting the procedure resolving the reported event. The review of the device history record (DHR) for this console confirmed that it met specification prior to release. A review of the service history record showed in the most recent console inspection that it was fully functional with no issues. Based on the information available, replacing the footswitch resolved the pedal lock function issue; therefore, the event is confirmed.

Event description:
It was reported that the yellow and blue pedals locked after pressing and were very oxidized due to aging. A temporary repair was made to complete the procedure with this console with no clinical consequences to the patient. A new pedal was subsequently installed.